Event description:
Clinician reported that the device was not capturing on the right ventricular lead. Patient passed away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).